Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) detected high out-of-range shock impedance measurements on the right ventricular (rv) lead. Boston scientific technical services (ts) noted that this rv lead is a single coil lead which due to limited surface area can have higher impedances. Based on this, along with fact that there is no evidence of noise it was determined that this lead is functioning normally and the higher than expected impedances is due to the lead being a single coil. No adverse patient effects were reported. The device and lead remain in service.